Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, a type 1a and type 2 endoleak (non- device related) with sac growth was identified. The patient is currently being monitored. This patient has a previously reported event under 3008011247-2018-00216 for a type 1a endoleak that was reported to be resolved by implanting a palmaz (non- endoleak) bare metal stent.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the type 1a endoleak and sac growth event was confirmed. Type 1a endoleak was previously reported under 3008011247-2018-00216 that was reported to be resolved by implanting a palmaz (non- endoleak) bare metal stent. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were multiple type 2 endoleak from the lumbar arteries. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3221. H6: conclusion code: remove code 11.